Manufacturer narrative:
To date, depuy mitek has not received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the pt and there were no patient consequences. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.

Event description:
The distal tip of the vapr electrode broke and fell into the pt. The pieces were retrieved and there no adverse effects to the pt.